Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.